Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: investigation revealed that the cartridge compartment was cracked. All of the keypad buttons were intermittently unresponsive during testing. The keypad was removed and contamination was found under the button contacts. The display was found to be dim with discolored text. Unrelated to these issues, investigation revealed that the keypad cover was cut above the up arrow button and the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the cartridge compartment was cracked. Evaluation also revealed that all of the keypad buttons were intermittently unresponsive. There was contamination found under the keypad button contacts. In addition, the display was found to be dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/14/2015.